Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va03l5n, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: va03l5n, (B)(6), (B)(4). (B)(4) pertains to ined lead, 3093-28 interstim (va03l5n). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event was considered a gradual change in therapy/symptoms. Patient called in wanting to verify the buttons and verify if they did it correctly because they normally don't use their patient programmer (pp); pp icons were reviewed. The patient had a return of symptoms so they went to their healthcare provider (hcp) who did an ultrasound and said they are not emptying out their bladder. During the call, the patient was able to verify stimulation was on at 1.75v on program 1; they are comfortable sitting, standing, and walking. They further stated that their manufacture representative (rep) told them their ins battery is becoming low because they have had it for five years, but the low ins icon is not showing yet on their pp. Information was received from a consumer on (B)(6). It reported there was a revision, the patient reported she had her implantable neurostimulator (ins) and lead wires replaced on (B)(6). The patient stated that initially her healthcare professional (hcp) was only going to replace the ins on (B)(6), but when they replaced the ins on (B)(6) they discovered the lead was ¿malfunctioning¿, the hcp replaced both the ins and the lead on (B)(6). There were no symptoms reported. There were no further complications that have been reported as a result of this event.